Manufacturer narrative:
The device was evaluated and it was found that the hub of the cannula was damaged. The hub appeared to have been gripped by forceps or pliers to tighten and/or loosen the tip onto the handpieces. The gripping caused the metal to strip off and be introduced into the eye. The metal piece was easily aspirated from the eye and there was no patient impact.

Event description:
Customer reported that during cataract surgery the patient had a particle in the anterior chamber. There was no patient impact and the particle was aspirated from the eye.